Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. The capsule was still attached to the delivery device when it was removed from the patient. There was no patient and user harm and no intervention was required. Lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.